Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system (was) dilator in the sheath and blood in the device. The device was microscopically and visually examined. There was a kink on the sheath 1.4cm from the strain relief of the device. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported sheath kink.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. After device deployment, the was sheath became kinked through adjustment due to a low left atrium structure. The case was aborted. No patient complications occurred as a result of this event.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. After device deployment, the was sheath became kinked through adjustment due to a low left atrium structure. The case was aborted. No patient complications occurred as a result of this event.